Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during right upper lobe resection, the device was able to fire completely but the distal staple line was incomplete and the distal staples formed into a door shape. The staple line was fixed by continuous suturing.